Manufacturer narrative:
(B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. In this case, the patient was indicated as having blood cultures positive for staphylococcus epidermidis; however, endocarditis could not be confirmed intra-operatively. Although the root cause for the reported pvl cannot be determined at this time, pvl is not a result of a device malfunction and no information has been provided indicating the 23mm device contributed to the patient's expiration. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 23mm bioprosthetic aortic valve implanted presented on pod # 51 with continuing diarrhea and weight loss at cardiologist's. Cardiovascular investigation showed anemia, hemolysis, paravalvular leak (pvl) and communication between ventricular outflow tract and left atrium. As reported, there was no pvl post-op and at discharge, the valve status was satisfactory. The patient was transferred to heart center, and the 23mm bioprosthetic aortic valve was explanted after approximately 2 months. Before explant, there was suspicion of endocarditis, as the blood cultures were positive for staphylococcus epidermidis; however, intra-operatively, no endocarditis deposits could be found on the bioprosthesis. Since the patient was enrolled in a study, the valve was not returned to bacteriology. A 25mm pericardial bioprosthetic aortic heart valve was implanted in replacement. Initially, the patient was noted as to be ok and the event resolved. Approximately one week after the re-operation, it was reported the patient expired due to unknown reasons.

Manufacturer narrative:
Evaluation summary: customer report of paravalvular leak could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. As received, all three leaflets were pink in color. Leaflet damage was observed on the outflow aspect of leaflet 2.